Event description:
This report is being filed upon notification from our x-ray manufacturer in (B) (4) to submit this event. Problem: earth bond testing of several system parts of this x-ray device exceed the published acceptable level of <200 milliohms. This is a potential hazard to the pt due to insufficient pounding of the equipment in the pt area. This system could be used for interventional procedures.

Manufacturer narrative:
Eval method/results/conclusions: the investigation is still ongoing on this event. When the investigation is completed, a follow-up report will be sent to the FDA.